Event description:
It was reported that the catheter was unable to pace after the catheter was inserted. There were no patient complications reported.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 44.8 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis.per the operative report, "the cosgrove band was noted to be in place with extensive pannus over the area of the ring. The ring was then sharply excised and the annulus was then quite large after the removal of the band."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.